Manufacturer narrative:
(B)(6). Manufacturing date: february 15, 2017 - february 17, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor had underinfused. There was still 30-40ml of piperacillin / tazobactam 1800mg in 0.9% sodium chloride left in the device after therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.